Event description:
Customer reported the white cap of the valve broke off from the clear housing that is still attached to the syringe. No patient harm was reported. No additional patient/event information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of white cap broke off from the clear housing was confirmed. The smartsite was observed to be broken between the female luer adapter and the clear body; along the diameter of the smartsite body and below the weld line. The break is not consistent with a weld separation. The cause of the separation could not be determined. The lot number was not identified. Based on the smartsite laser number, luer lock and female luer adapter part numbers, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.